Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device/ migration of essure device (mild positioning of the intrauterine device with leads extending beyond endometrium)"), uterine perforation ("perforation/malposition of essure device (ultrasound shows the devices have penetrated through the uterine wall.)/ perforation (uterus).") And genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 841610-invalid, 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2013, diagnosis: uterus and cervix: chronic cervicitis of the cervix, proliferative type endometrium, unremarkable myometrium, clinical pelvic pain. Gross: the wall is serially sectioned to reveal tan- gray myometrium with a iud inserted in the myometrium at the right uterine cornu. Insertion details, on (B)(6) 2011, findings: 4 cores right, 7 cores left. On (B)(6) 2013 pre/postoperative diagnosis: pelvic pain operation performed: robotic-assisted total laparoscopic hysterectomy. Procedure: the procedure was performed and the patient was extubated and transferred to the recovery room in stable condition having she denies having any fevers, sweats or chills denies having any bowel problems or dysuria. Previously administered products included for contraception: mirena; for an unreported indication: iud. Concurrent conditions included acute bronchitis, dysfunctional uterine bleeding, abdominal pain, spotting vaginal and menstrual disorder. Concomitant products included anaesthetics (anesthesia), estradiol, fish oil, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and levonorgestrel. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / severe cramping / severe abdomial pain/ right lower abdominal pain"), vulvovaginal pain ("vaginal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), adverse event ("abnormal symptoms") and adnexa uteri pain ("pain in ovaries"). The patient was treated with surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, uterine perforation, genital haemorrhage, vulvovaginal pain, adverse event, menorrhagia, vaginal haemorrhage and adnexa uteri pain outcome was unknown and the abdominal pain lower, back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, adverse event, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: operative procedure: the fallopian tube was ligated out to a location that would insure it being distal to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, back pain, embedded device, vaginal haemorrhage, further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs+mr received- lot number was added. New events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), pain in ovaries were added. Pt of device dislocation updated to embedded device. Outcome of abdominal pain lower updated to recovered / resolved. New reporter, race, height, medical history, historical and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy abnormal bleeding") and uterine perforation ("perforation") in a 23-year-old female patient who had essure (batch no. 841610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain / severe cramping / severe abdomial pain"), vulvovaginal pain ("vaginal pain/pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain") and adverse event ("abnormal symptoms"). The patient was treated with robotic assisted total hysterectomy and essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, uterine perforation, abdominal pain lower, vulvovaginal pain and adverse event outcome was unknown and the back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, uterine perforation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical records received: lot number added. Event added as migration of essure device, pain. . Historical, concomitant condition and relevant lab data were added. On (B)(6) 2018: case (B)(4) was found to be a duplicate of this case and will be deleted from bayer database. All information fom duplicate case was transferred to this case - reporters, lab data and events perforation (uterine perforation), severe back pain, painful intercourse, severe menstrual pain and abnormal symptoms added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device/ migration of essure device (mild positioning of the intrauterine device with leads extending beyond endometrium)"), uterine perforation ("perforation/malposition of essure device (ultrasound shows the devices have penetrated through the uterine wall.)/ perforation (uterus).") And genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 841610-invalid, 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2013, diagnosis: uterus and cervix: chronic cervicitis of the cervix, proliferative type endometrium, unremarkable myometrium, clinical pelvic pain. Gross: the wall is serially sectioned to reveal tan- gray myometrium with a iud inserted in the myometrium at the right uterine cornu. Insertion details, on (B)(6) 2011, findings: 4 cores right, 7 cores left. On (B)(6) 2013: pre/postoperative diagnosis: pelvic pain. Operation performed: robotic-assisted total laparoscopic hysterectomy. Procedure: the procedure was performed and the patient was extubated and transferred to the recovery room in stable condition having. She denies having any fevers, sweats or chills. Denies having any bowel problems or dysuria. Previously administered products included for contraception: mirena; for an unreported indication: iud. Concurrent conditions included acute bronchitis, dysfunctional uterine bleeding, abdominal pain, spotting vaginal and menstrual disorder. Concomitant products included anesthetics, estradiol, fish oil, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and levonorgestrel. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / severe cramping / severe abdominal pain/ right lower abdominal pain"), vulvovaginal pain ("vaginal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), adverse event ("abnormal symptoms") and adnexa uteri pain ("pain in ovaries"). The patient was treated with surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, uterine perforation, genital haemorrhage, vulvovaginal pain, adverse event, menorrhagia, vaginal haemorrhage and adnexa uteri pain outcome was unknown and the abdominal pain lower, back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, adverse event, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: operative procedure: the fallopian tube was ligated out to a location that would insure it being distal to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, back pain, embedded device, vaginal haemorrhage, lot number 841610 is invalid. Lot number: 841530 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine perforation ("perforation") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 841610-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain / severe cramping / severe abdomial pain"), vulvovaginal pain ("vaginal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (robotic assisted total hysterectomy) and surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, abdominal pain lower, vulvovaginal pain and adverse event outcome was unknown and the back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: operative procedure: the fallopian tube was ligated out to a location that would insure it being distal to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes on (B)(6) 2013, diagnosis: uterus and cervix: chronic cervicitis of the cervix, proliferative type endometrium, unremarkable myometrium, clinical pelvic pain. Gross: the wall is serially sectioned to reveal tan- gray myometrium with a iud inserted in the myometrium at the right uterine cornu. Insertion details, on (B)(6) 2011, findings: 4 cores right, 7 cores left. On (B)(6) 2013, pre/postoperative diagnosis: pelvic pain operation performed: robotic-assisted total laparoscopic hysterectomy. Procedure: the procedure was performed and the patient was extubated and transferred to the recovery room in stable condition having further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.